Manufacturer narrative:
The customer informed resmed technical support regarding a device circuit fault in the astral device. No device was returned to resmed for investigation. The pt device was switched to a single valve circuit which resolved the issue. (B)(4) .

Event description:
(B)(4) .